Event description:
The nurse and pa entered the pt's room when they heard the oxygen saturation alarm sound. On arrival, the pa noticed that the ventilator was off. The pt was given supplemental oxygen via ambu bag and responded to treatment. The espirit ventilator was removed from service and sent to biomed for evaluation. It was determined that this incident was due to powerswitch failure.